Event description:
It was reported that patient experienced a seroma at the lead site. As a result, surgical intervention was undertaken wherein the seroma was evacuated on (B)(6) 2026 to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.